Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismax machine, the ¿device gave medication at a rapid speed¿. The patient was receiving heparin at the time of the event. The reporter confirmed the amount of medication was ¿not a bolus¿. The cause of the event was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available and there was no report of the machine being inspected by a qualified technician on site. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported event was not verified. Should additional relevant information become available, a supplemental report will be submitted.